Event description:
It was reported by the customer that the PICC, which became blocked and was cleared using lysis. It is expected to be removed on (B)(6) 2025. No further information is provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion in the catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. Blood residues were observed inside the catheter shaft at the distal end of the catheter at the 43 cm depth marker. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter to be partially occluded at the distal end of the catheter, as the water was observed to spray out of the distal end of the catheter rather than flow in a continuous stream. Continuous flow of the water through the catheter allowed blood residues to exit the catheter causing flow of the catheter to increase. A microscopic observation of the inside of the distal end of the catheter shaft showed a blood occlusion inside the catheter shaft. The partially occluded catheter was determined to be caused by a blood occlusion at the distal end of the catheter. This complaint will be recorded for future trending and monitoring purposes.